Event description:
It was reported that a visual-ice cryoablation system using ten iceseed needles and two multi-point thermal sensor (mts) needles had issue maintaining the desired freezing temperature for the duration of two 10 minute freeze cycles during a prostate cryoablation procedure. In both freeze cycles the temperature started to rise after approx. 8 minutes. Passive thaw was used. Troubleshooting measures were unsuccessful in resolving the issue. In the physician's opinion, the treatment was not completely successful. No patient injury was reported. It is unknown if the patient will be re-treated.

Event description:
It was reported that a visual-ice cryoablation system using ten iceseed needles and two multi-point thermal sensor (mts) needles had issue maintaining the desired freezing temperature for the duration of two 10 minute freeze cycles during a prostate cryoablation procedure. In both freeze cycles the temperature started to rise after approx. 8 minutes. Passive thaw was used. Troubleshooting measures were unsuccessful in resolving the issue. In the physician's opinion, the treatment was not completely successful. No patient injury was reported. It is unknown if the patient will be re-treated.

Manufacturer narrative:
With all the available information, boston scientific concludes the cause of the insufficient ice was due to a component failure. A review of the visual-ice system service records showed that the unit was due for its bi-annual preventative maintenance in october 2020. Upon receiving approval from the customer, a boston scientific field service engineer visited the site to evaluate the system and complete the scheduled maintenance. The standard pm kit was installed, resolving the issue. It is probable that the cause of the reported issue was due to saturated desiccant tubes, which were replaced during service. Functional testing was performed and the system was left in proper working order. The replaced components were not returned for technical analysis.

Manufacturer narrative:
Updated based on new information received 8apr2021: the parts that were replaced during the system pm were received back for technical analysis. Visual inspection found the end caps on the desiccant tubes were missing, which could expose the desiccant to moisture. Performance flow testing found that seven (7) out of the ten (10) desiccants tubes failed. Disassembly of one of the tubes found the filter was dirty. After replacing the filter, the desiccant tube pass the flow test. This confirms the conclusion that saturated desiccant tubes was the cause of the reported issue. With all the available information, boston scientific concludes the cause of the insufficient ice was due to a component failure. A review of the visual-ice system service records showed that the unit was due for its bi-annual preventative maintenance in october 2020. Upon receiving approval from the customer, a boston scientific field service engineer visited the site to evaluate the system and complete the scheduled maintenance. The standard pm kit was installed, resolving the issue. It is probable that the cause of the reported issue was due to saturated desiccant tubes, which were replaced during service. Functional testing was performed and the system was left in proper working order. The replaced components were not returned for technical analysis.

Event description:
It was reported that a visual-ice cryoablation system using ten iceseed needles and two multi-point thermal sensor (mts) needles had issue maintaining the desired freezing temperature for the duration of two 10 minute freeze cycles during a prostate cryoablation procedure. In both freeze cycles the temperature started to rise after approx. 8 minutes. Passive thaw was used. Troubleshooting measures were unsuccessful in resolving the issue. In the physician's opinion, the treatment was not completely successful. No patient injury was reported. It is unknown if the patient will be re-treated.